Event description:
It was further reported that the patient returned on 2014-(B)(6) for a new implant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not doing well and that they were inpatient for a possible laminectomy lead later on the day of the report.

Manufacturer narrative:
See MFR 3004209178-2014-13295 for continued issues with the new implant placed on (B)(6) 2014. It should not have been reported in this MFR that the implant remained, as it was already explanted and replaced. This statement was referring to the new implant on (B)(6) 2014. The potential new laminectomy lead would be implanted with the device implanted on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was further reported that the patient was seen by their physician on (B)(6) 2014. The incision was healing well and the redness was almost gone. It was clarified that the stimulator was still in place and just the lead had been removed. The patient was to return to the office on (B)(6) 2014 to evaluate her status for the possible laminectomy lead implant. If additional information is received a follow up report will be sent.

Event description:
It was reported that the patient had been having issues with infection since implant. The exact date of onset was unknown. The patient stated that she thought the issues had been resolved, but she observed a black spot on the spinal incision. It was determined that the safest thing to do would be to explant. The infection was stated to be at the lead location. The patient also experienced a burning sensation as well as drainage. The incisional wound had opened. It was unknown if a culture was done. Antibiotics were prescribed. The device was explanted and the patient¿s status was reported to be alive with no injury. It was additionally reported that other symptoms of probable infection were fever, tenderness at the site, and a blister at the site which had become almost black. There was a concern for necrosis. A culture was done but the results were not available as of (B)(6) 2014. During the explant, the wound was irrigated with antibiotic solution. The patient was prescribed clindamycin orally for 1 month. The patient was scheduled to return to the office at the end of (B)(6) 2014. If additional information is presented a follow up report will be sent.